Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what healthcare provider fired the device? A fellow who practiced 1.5 years independently prior to this fellowship and has experience with it. Did they wait 15 second and retighten? They waited approx 10-15 seconds prior but did not retighten prior to firing. Where in the green gap setting was it? Middle of the green zone. Was it difficult to close? No. Was it difficult to fire? No. Were the donuts inspected? Yes.

Event description:
It was reported that during an extended left hemicolectomy for retroperitoneal sarcoma, there was a cdh firing issue. As the crunch of the washer breaking was not heard the surgeon told the fellow to fire it again plastic to plastic to make sure. Note: I told her right away this was not correct as the knife refires with no staples and recuts. This is why we have them to engage the safety immediately after firing the device. The washer was not cut. Half of the anastomosis had properly formed staples, the other half had none, and malformed that were unformed staples (seen in the field). They experienced resistance when trying to remove after opening device 1/2-3/4 of a turn so they stopped and went to help from above to not put more pressure on the anastomosis once helped from above fishtailing slowly out was fine. First leak test after firing was positive. Surgeon went in and hand sewn anastomosis after this was done a new leak test was performed and it was now negative. Surgeon performed a diversion and placed a temporary colostomy bag. Patient was to be released after a week (which will be (B)(6)) and 4 week follow up is scheduled. Surgeon is checking into protocol for reversing the bag after how long in a situation like this.